Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited farfield signals on the atrial channel that mostly fell into blanking, however an atrial tachy response (atr) episode was stored due to intermittent oversensing. This pacemaker remains in service. No adverse patient effects were reported.